Event description:
Information received indicates the side rail will not latch.

Manufacturer narrative:
The technician found a sticky substance on the side rail latch keeping it in the open position. The technician cleaned the sticky substance from the latch to repair the bed.